Manufacturer narrative:
The event occurred outside the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
During the course of the evening blood glucose value increased to 250 mg/dl. Customer corrected via pump. Customer woke next morning with same blood glucose value. Customer assumes that pump doesn't work correctly. No adverse event alleged. A request was made for the return of the device.